Event description:
This event was initially reported as a pregnancy post essure. A conceptus representative attempted to contact the physician on 3 separate occasions and did not receive a call back. Physician reported to conceptus that the patient had her essure procedure in 2005 and became pregnant approximately one year later. An adnexal mass was noted at the time of ultrasound. He proceeded with laparoscopy and found an ectopic pregnancy which he removed from the tube. No mention was made regarding device placement at time of laparoscopy. Patient's post-operative course was uneventful.

Manufacturer narrative:
Several attempts have been made to contact this physician, but he has not responded. Conceptus will continue its attempts to gather more information on this event. More information will be added to this report as it becomes available.